Event description:
The customer contacted stryker to report that their device's charge energy was incorrect. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field service representative evaluated the device and could not duplicate the issue. There was no issue found with the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's charge energy was incorrect. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker software architect reviewed the device logs related to the reported event and verified the issue. The issue was likely due to an accidental selection of the "pediatric" button in the middle of a 300j energy delivery. However, the issue was not able to be duplicated during testing. A conclusive root cause could not be established. The device passed functional and performance testing and was returned to the customer.